Event description:
During rt. Lumbar microdiscectomy, tip of plastic retractor tube was noted to be broken and part of it missing surgical site was irrigated with 1 liter of abx prior to closure. Surgeon could not see any evidence of plastic at the surgical site. FDA safety report ID# (B)(4).